Manufacturer narrative:
One used sample #011-am6136 was returned for evaluation. As received the blue check valve between the nanoclave and manifold was observed to be moved, no additional damage or anomalies were observed on the sample. The sample was tested as per procedure, and it was not possible to push fluid through the nanoclave where the check valve was moved. Complaint of the overpressure resulting the blue end cap of the middle valve was displaced can be confirmed. The probable cause of the failure of the device is unknown. A device history review (DHR) lot #13786509 was reviewed, and no anomalies or discrepancies were found that might lead the condition reported by the customer. D9: device received to manufacturer on 2/16/2024.

Event description:
The event involved a 25 cm (10") pur yellow smallbore ext set, 6-port nanoclave¿ manifold w/check valve, nanoclave¿, 4-way nanoclave¿ stopcock (red ring), rotating luer. The reporter stated a nanoclave disposable was used on a child to administer sufentanil via syringe pump. When in use, the syringe pump rang, objectifying an overpressure. Different elements of the assembly were changed to determine the origin of this increase in pressure. After several changes, the nanoclave was changed with another disposable of the same reference and same lot number and the syringe pump stopped ringing. After removing the concerned disposable, it has been noticed that the blue end cap of the middle valve was in a bad position and blocked the valve which increased the pressure in the syringe pump and prevented sufentanil to be administered. The treatment was resumed after the change of the device. There was a delay in therapy, the sufentanil could not be administered for almost 24 hours. There was patient involvement and unknown adverse event/human harm.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received.